Manufacturer narrative:
As of this report, the device has not been returned for analysis. There is no additional information related to this event, if additional information becomes available the event will be updated. On june 23, 2005, guidant corporation (now boston crm) issued a physician communication regarding a magnetic switch inside affected devices may stick in the closed position, potentially inhibiting tachyarrhythmia therapy (with no impact on bradycardia pacing) and affecting battery longevity. Changes to try to prevent this anomaly were made july 2005. This device was manufactured before july 2005 and is included in this population.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted due to an advisory issued on this model device. At the time of the explant procedure, there were no product performance allegations. New information received indicates that the patient has retained legal counsel and filed a lawsuit. There was an allegation that the patient died 2.5 months post replacement procedure, due to complications from the surgery.